Event description:
Reporter stated that a plasma pen was used to tighten the skin on her neck. Reporter stated after the treatment she was left with white dots hypopigmentation and scars on her neck. She said she was not warned about the side effects. She said in their advertisement they claim the treatment does not leave any scars on your skin.